Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that by giving torque, it was noticed that a metal wire/torn thread came loose from the expedium si polyaxial screw or from the blocker/expedium single inner set screw. So initially exchanged the blocker, but the same did not hold so they changed the screw. The doctor chose not to reuse the blocker. The torn thread/broken wire was retrieved with no significant delay. As it is unclear whether the metal wire/torn thread came from the polyaxial screw or from the set screw (ie. The blocker), the following mfg. Medwatch reports are being filed for the expedium si polyaxial screw and the expedium single inner set screw: 1526439-2014-12113 1526439-2014-12114.

Manufacturer narrative:
The si polyaxl screw 6 x 35mm was not returned for evaluation. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint trend analysis found no related complaints for this issue. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. Should the product device become available at a later date, then complaint will be reopened and samples evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Device returned for evaluation. Visual examination revealed that the set screw could not mate with the polyaxial screw head. Engineer noted resistance when attempting to mate the set screw onto the polyaxial head. When removing the screw, a significant amount of foreign particulates were detected inside the threads for the polyaxial head and the setscrew as well as underneath the polyaxial ball. Upon closer inspection of the threads on the setscrew, they were shown to be deformed or unevenly spaced. It is important to note that there were no loose wire(s) detected within the setscrew or the polyaxial screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause explaining the mating issues between the innie setscrew and the polyaxial head cannot be positively determined. However, a suggested probable root cause indicts that mating issues maybe due to the presence of foreign particulates located within the threads of both the polyaxial head and the innie setscrew. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.